Manufacturer narrative:
Concomitant medical products: 694965 lead, implanted: (B)(6) 2005.

Event description:
It was reported that during a device interrogation the right atrial (ra) lead currently experienced high thresholds and that approximately three months prior to the device interrogation, the atrial lead check could not identify the atrial lead position. No action was taken and the lead remains implanted and in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.